Manufacturer narrative:
Patient ID - case number (B)(6). A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as no product was received for evaluation. Placeholder.

Event description:
It was reported that a revision surgery and hardware explant of an epoca shoulder athroplasty system was performed due to nonunion of the patients greater tuberocity, limited external rotation and inability to lift the implanted arm past 30 degrees. The surgeon originally performed a hemiathroplasty of the shoulder and implanted the patient with the epcoa shoulder athroplasty system on (B)(6) 2013. During a post-operative exam in early (B)(6), the patient presented with limited external rotation and the inability to lift the implanted arm past 30 degrees. Imaging was performed, and the patient was diagnosed with nonunion of the greater tuberocity of the humerus and was diagnosed with cuff tear arthropathy. The patient was revised to a reverse total shoulder system (manufacturer unknown) on (B)(6) 2014. The surgery was successfully completed. The revision was reportedly not due to a device related issue concerning the epoca shoulder athroplasty system products. This is report 1 of 5 for file (B)(4).